Event description:
Reporter alleged obtaining the results of 67 mg/dl, 218 mg/dl and 229 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that he took 10 units of novolin n as he normally would, after he obtained the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.